Event description:
During deployment of 2 14mmx80mm venovo stents it was noted by the physician performing the procedure that the stents failed to release completely. After catheter torquing, the stent released with no harm to the patient. FDA safety report ID # (B)(4).